Event description:
It was reported that the patient with this implantable device experienced infection with sepsis. No additional adverse patient effects were reported. The implantable device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).